Event description:
Pt reported that back to back tests performed on pt's surestep meter were 229 and 130mg/dl respectively. Followup back to back tests performed on the pt's meter were 175 and 167mg/dl respectively. There was no allegation of harm.